Event description:
It was reported that the lead dislodged one day after implant. During the revision procedure, it was noted that the number of turns to extend or retract the helix was increased. The helix also had difficulties being extended and retracted. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. Lead returned with the helix was fully retracted. Helix was able to be extended and retracted within specifications. However, visual inspection found the outer insulation breached cut/ extrinsic and there was a lot of blood ingress along lead length. According to the amount of blood ingression, the insulation breach might have happened at the implant.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.